Event description:
People that have metal in their heads should not use this product. I spent (B)(6) on it and was hoping for some good results and realized I was seeing the metal coils in my head. Felt like electrocuting behind my eyes.